Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and was hospitalized and emergency service was dispatched on (B)(6) 2018. The customer also stated that they received emergency medical service 3 times in a week. Customer was unsure about their blood glucose level. The customer was feeling sweaty. Customer was wearing the insulin pump at the time of hospitalization. Customer declined to troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.